Event description:
The customer reported that insulin was leaking between the tubing and the reservoir connection. The customer stated when he was connecting the reservoir to the tubing cap it would just spin around, and it does the same thing when she changes the infusion set. No further info was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly. Also checked reservoir snap-cap width dimensions. Reservoir failed per specifications. Checked reservoir with new lab infusion set. Reservoir failed per inspection, found reservoir too tight to connect and release.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.